Event description:
It was reported that the user experienced hyperglycemia while using the ilet with suspected infusion site occlusion; the user disconnected from the pump and transitioned to subcutaneous insulin pen, and no device alerts or alarms were reported. Outcomes included self-management without hospital admission or third-party assistance. Investigation included user interview, product use review, and troubleshooting with education regarding infusion set and cartridge replacement and reconnection procedures. It was concluded that the event was consistent with hyperglycemia likely related to an infusion site occlusion problem, user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.